Event description:
Event description guidant received information that this pacemaker patient experienced a syncopal episode in which he fell and fractured his pelvis. The device was reported to have intermittent capture with long pauses. It was also observed that the device was pacing to an upper rate for no apparent reason. There was varying amplitude and poolarity of the r wave for no apparent reason. The device was removed, replaced and returned for analysis.